Manufacturer narrative:
A review of tickets determined there is normal complaint activity for lot 96156fn00. Tracking and trending report review determined there are no related trends for the architect cea reagent. Field data was reviewed to assess the performance of the architect cea reagent and the median population for lot 96156fn00 was noted to be comparable with all other lots in the field, confirming no systemic issue for the specific lot. Manufacturing documentation was reviewed and no issues were noted. Additionally, labeling was reviewed and adequately addresses the customer issue. Within the limitations of the procedure section of the product package insert, a serum or plasma cea level, regardless of value, should not be interpreted as absolute evidence for the presence or absence of malignant disease. The cea level should be used in conjunction with information available from clinical evaluation and other diagnostic procedures. Based on the investigation, no systemic issue or product deficiency was identified for the architect cea reagent.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer stated that a falsely decreased architect cea result of 0.53 ng/ml was generated for a patient sample that retested at 3.98 and 5.15 ng/ml. No adverse impact to patient management was reported.